Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump presented high purge pressure alarm during patient support. Troubleshooting was completed, but the issue remained. The decision was ultimately made to replace the pump to resolve the failure. There was no patient harm.